Event description:
It was reported the pump battery could not be charged. The customer changed the charging supplies and was able to successfully charge the pump. There was no reported impact to the customer's blood glucose level.